Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was given to address bg. The customer continued to use the pump for insulin therapy. It was also reported that the customer administered a bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to low although specific value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.